Event description:
The pump was returned for investigation. Investigation revealed battery compartment cracks. Investigation revealed the display screen was dim and discolored. This report is made based on results of the investigation performed on 06/30/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/30/2015 with the following findings: two battery compartment cracks were observed. Investigation revealed the display screen was dim and discolored. (B)(6).